Event description:
(B)(4). It was reported that during a coronary stenting procedure, abrupt vessel closure occurred. In (B)(6) 2013, the patient was referred for elective cardiac catheterization. Target lesion #1 was located in the first obtuse marginal with 99% stenosis and was 20 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with predilation, placement of 3.0mm x 38 mm study stent and post dilation with 0% residual stenosis. Baseline post procedure angiography was performed which revealed presence of abrupt closure. One day post- procedure, the patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that there was no abrupt closure post deployment of the 3.0mm x 38mm study stent in the first obtuse marginal artery.

Manufacturer narrative:
(B)(4).